Event description:
Event report for baxter tubing 2c8875, lot number r14h19106. New version 8 large volume baxter sigma pumps were put into practice for our hospital on (B)(6) 2015. This new practice involved several new IV tubing sets for the shaft to use as well. One of these included a new non-dehp vented tubing, which was intended for use for all chemotherapy tubing and any infusions from a glass container. We now have concerns that this tubing is under-delivering, even within ranges specified by baxter that one tubing has been tested at. Of note, our infusion center started using this tubing for all infusions (chemo and non-chemo). During roll-out period, we had several instances of "air-in-line" issues as well, where multiple rounds of re-education was done on (B)(6) 2015: infusion center administered a ns bolus of 1000 ml over an hour (running at a rate of 999/hour). Once the hour had passed, the infusion pump reported 1000 ml had been administered, however, there was approx 200 ml of fluid left in the IV bag. On (B)(6) 2015, 4 med-surg reports having a significantly sized bubble in the primary IV tubing (baxter product # 8519) that passed through the pump. On (B)(6) 2015, also have administered zonecard (a chemoprotectant) and doxorubicin that are ordered to be given right after another and have a short time (30 minute) frame window for them to be effective. It took 58 minutes to be able to administer the total dose of both medications. On (B)(6) 2015, infusion center administered a ns bolus of 500 ml over an hour (running at a rate of 500 ml/hour). Once the hour had passed, the infusion pump reported 500 ml had been administered, however there was approx 100 ml of fluid left in the IV bag. On (B)(6) 2015: inpatient hem-onc unit started a 24 hour methotrexate infusion at 1700. This 24 hour infusion consisted of a 30 minute infusion initially, which took 56 minutes to finish, followed by a 23.5 hour infusion. Approx 3 hours before the infusion was set to be completed, the nurse started to adjust the rate to assure it would finish in 24 hours. The nurse had to complete several rate increases to get the infusion in on time. The end rate was very high. The pt was symptomatic and the initial drug level drawn was toxic. The pt received add'l IV fluid and pt had add'l drug levels drawn and recovered. On (B)(6) 2015: inpatient hem-onc unit started a 24 hour cytarabine infusion, and the nurses had to titrate rates (ranging from the starting 21.7 to 35.7 ml/hour) frequently to have the infusion completed on time. Baxter notified of issues and has tubing and pumps to review.